Event description:
The complainant reported that a patient became hemodynamically unstable after going through impella cp support and subsequently impella 5.5 support. After a few hours of impella cp support, the patient was escalated to an impella 5.5 and transferred from south bay hospital to largo medical center. The patient encountered hematuria, ventricular fibrillation, ventricular tachycardia, and hypoxia during impella 5.5 support and will be noted in a report for the impella 5.5. Ultimately, care was withdrawn and the patient expired. The death is currently associated with the first pump (impella cp). This report represents the first pump. Another report will be submitted for the second pump (impella 5.5).

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 71-year-old male presented to the emergency department with st-elevation myocardial infarction (stemi) and was emergently transferred to the cardiac catheterization laboratory. During the initial coronary angiogram, the patient decompensated and required one round of cardiopulmonary resuscitation (CPR), with return of spontaneous circulation (rosc). An impella cp was successfully implanted for mechanical circulatory support, resulting in hemodynamic stabilization. Percutaneous coronary intervention of the left main into the left anterior descending artery was performed. The patient was subsequently escalated to an impella 5.5 for continued support. On (B)(6) 2025, the patient underwent a bedside left lower extremity fasciotomy for reported compartment syndrome related to an intraosseous line with wound vacuum placement. The patient later experienced ventricular arrhythmias, atrial flutter, fever (antibiotics regimen adjusted), hypoxia, and required mechanical ventilation and continuous renal replacement therapy. Despite continued mechanical circulatory and supportive care, the patient¿s condition deteriorated. A decision was made to withdraw care, and the patient expired. The impella 5.5 will be reported as death type of reportable event. However, based on available information, the patient's underlying condition (including progression of cardiogenic shock [scai stage d], acute myocardial infarction) contributed most to the patient¿s outcome. Correction: regarding this impella cp that was initially associated with the patient¿s death, this device was placed emergently with the intent to stabilize the patient prior to transfer to an outside facility for escalation to impella 5.5 support. There were no reports or indication of device malfunction, performance issues, or impella cp-related adverse events. In contrast, the impella 5.5 was in use at the time of the patient¿s death. As no complaint was identified for the impella cp and no device-related issues were reported, the event has been reassessed and determined to be not reportable for the impella cp. The medwatch follow-up correction is being submitted to redact this previously reported event in error. The death is associated with the impella 5.5 device. Refer to the related manufacturer report number(s) as noted in section h10. No further information will be provided pertaining to this device.

Manufacturer narrative:
The investigation was completed and no product was returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review completed and passed all the post sterile inspection checks.